Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat a tortuous lesion that exhibited 95% stenosis in the distal lad. The lesion was pre-dilated. The device was inspected and prepped prior to use with no abnormalities noted. It was reported that resistance was encountered at the lesion and the stent could not pass the lesion. The physician used a new device to complete the procedure. No patient complications or clinical sequelae reported. The device was returned and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip was deformed. The 6th, 7th and 8th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (95% stenosis, tortuous vessel); inherent risk of procedure (stent deformation); deformation problem (stent). Conclusion: known inherent risk of a procedure. (Stent deformation); device failure related to patient condition (95% stenosis, tortuous vessel). (B)(4).